Event description:
A service representative reported an infusion pump with a failure code 33 found during servicing. The hospital representative stated they have no record of any patient incident involving the pump since the last service event. No additional contact information was provided.